Manufacturer narrative:
This issue is deemed a reportable event since the "main power supply not found" malfunction occurred when the patient was using the device. At that time, the machine switched to internal battery power supply and the patient's use of the device was not affected. There was no reported harm to patient, user or third party. Considering that the battery might not be able to provide power long enough during the treatment, the department prepared another ventilator for use. The root cause of the ventilator to alarm with "main power supply not found" was determined to be a defective power supply. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
Always writes battery low. Does not charge the battery. The charging indicator moves. Voltage on the test points p44: +24v_dcin is 3,3v.